Event description:
A pt [inpatient] had drawn 2 x 7ml opiate from a running pump. A rescue service professional. They used a 3-way stopcock and a line [y-system] from braun. Then injected the opiate into a vein. They stopped breathing and had to be resuscitated in the intensive care unit. There was no permanent injury. Nursing staff had not reacted adequately to the pump alarms. They had not noticed the resetting of the system. Initial conclusion = pt tampering.